Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the inability to turn the implant on and por message was not determined; they stated it was defective and had to be replaced. However, the issue wasn't resolved; the patient called their doctor and the doctor didn't know what to do. The patient made an appointment with the hcp and met a manufacturer representative (rep) there, who changed the battery in the device. The patient stated that they just had it implanted and had to wait two days to get it to work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was getting an error message. Patient stated that they weren't able to get their implant turned on as they were seeing the call your doctor message power on reset (por) message. Patient stated that they were just implanted the day of the report and was under lights and had their (B)(6) near the implant. Patient was advised to follow up with their healthcare professional (hcp) to get it cleared due to the type of por they were getting. More information was received that same day from patient stating that they spoke with their hcp and was redirected back to call medtronic. Patient again advised to follow up with their hcp. No further complications were reported.